Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of the user facility information, quality records and the retention sample from the involved product/lot number combination. Visual inspection of the retention sample did not reveal any anomalies in the appearance. Magnifying inspection did not reveal any anomalies. The outside diameter of the sheath tube was confirmed to meet manufacturing specifications. A review of the manufacturing record and the shipping inspection record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file found no report of this nature with the involved product/lot# combination. Based on the investigation results and the available information, a cause-and-effect relation between this product and the reported reaction was unable to be determined definitely. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device was discarded

Event description:
The user facility reported a patient had inflammation at the sheath entry site after a procedure. Follow up communication with the user facility confirmed the following information: on (B)(6) 2015 the patient underwent a procedure which used the terumo glidesheath device; the procedure was completed successfully; on (B)(6) 2015 the patient came back complaining of a red line causing soreness at the site where the sheath was used; and the doctor prescribed antibiotics to treat the site which was thought may have been cellulitis or a reaction to the terumo hydrophilic coating.